Event description:
It was reported in the clinic when aspiring the blue venous lumen of the catheter placed in the male pt's right subclavian vein, air was aspirated as a result of a cracked hub. A repair kit was issue to correct the issue. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence. The pt suffered from acute kidney failure.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.